Event description:
During serviceby baxter, depleted batteries were found. According to the hospital respresentative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.